Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment included injections of supacef 750mg 2x/day intraperitoneally (ip) and clavam 0.6gm intravenously (IV) 2x/day. At the time of this report, the patient remained hospitalized. The cause of the peritonitis was the area was not cleaned prior to starting pd therapy. No additional information is available. Event details: on an unreported date, the patient experienced area not clean before starting pd. On (B)(6) 2013, the patient experienced peritonitis, requiring hospitalization the same day. Revealed . Treatment included injections of supacef 750mg 2x/day ip and clavam 0.6gm intravenously 2x/day. At the time of this report, the patient remained hospitalized. The root cause of the peritonitis was area not clean before starting pd. Outcome: peritonitis : recovering/resolving. Area not clean before starting pd : unknown. Medical history: esrd, hypertension, diabetes. Concomitant therapy: not reported. Causality assessment: peritonitis-unrelated. Area not clean before starting pd-not reported.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.